Manufacturer narrative:
Please note, other than the investigation results, additional information is also provided based on the request as listed on the letter received from the FDA center for devices and radiological health dated 10-jan-2017. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event: despite multiple attempts, to date the system 2450 electrosurgical unit (item #60-2450-120), has not been returned to conmed for evaluation and/or service. It is believed that the unit remains in use at the user facility. Without the actual device, an evaluation could not be performed and the root cause of the "burn" or any alleged failure as part of the electrosurgical unit therefore could not be determined or verified. A review of the device service history records revealed that the unit has not been returned to conmed for service/repair since (B)(6) 2009, at which time the evaluation results showed no defects were identified. A second device referenced in the report as ent surgical pack, catalog number 4500wwhn0048 is unknown to conmed. This device was reported as a "needle point bovie tip that melted and burned the patient", yet this device was not identified by the user facility nor returned to conmed for evaluation of the reported incident. Numerous attempts were made to the risk management department at the user facility and the latest reply received as of 03-feb-2017 is as follows: "efforts to identify these details have failed to date. Insufficient information was retrieved at time of event to make any real determination. Too much time has passed since the event to gather information". Based on received information, it is believed that the most likely cause of the "burn" in this instance is related to the use of the unidentified "needle point bovie tip that reportedly melted and burned the patient". Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue: a 2-year review of the device complaint history revealed two other similar complaints received, of which only one was considered a reportable event due to an allegation that the patient sustained the "burn" during a procedure on (B)(6) 2013 (see MDR #1720159-2016-00151). Per the report, the patient's injury was a result of "a defective bipolar cautery device" that was not manufactured by conmed. It should also be noted that this incident was never reported to conmed by the involved user facility until the matter was under the litigation and the incident information was then forwarded to conmed legal department on (B)(6) 2016. Multiple attempts were made to obtain additional information including the device return status with no response received from the user facility or their legal representative. The system 2450 esu that allegedly used in this incident was not returned to conmed for evaluation and/or service in 2013 or in 2016. Complaint record #(B)(4) was opened on (B)(6) 2015 with a 1st degree burn with no treatment reported. Device was returned and evaluated by conmed with no manufacturing defects found. What action has your firm taken to address this problem?: based on the investigation results and the provided information from the two reported incidents, which suggested the most probable causes of the reported "burns" on the first case in 2013 was a result of "a defective bipolar cautery device" and on this second case was due to the use of the unidentified "needle point bovie tip that reportedly melted and burned the patient". No further action is planned by conmed corporation at this time. The reported issue will continue to be monitored via the complaint system to ensure product safety. The failure mode is addressed in the risk documents and has been found to be acceptable. The system 2450 electrosurgical unit has been designed to provide monopolar cutting and coagulation capabilities. To reduce risk of patient or user injury the operation manual for the system 2450 provides the following precautions and warnings: -safe and effective electrosurgery is dependent upon not only on equipment design, but also factors under the control of the operator. It is important that the instructions for use supplied with this equipment be read, understood, and followed in order to ensure safe and effective use of the equipment. -electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen-enriched environments. -the risk of igniting flammable gases or other materials is inherent in electrosurgery and cannot be eliminated by device design.

Event description:
On (B)(6) 2017, conmed received a user voluntary medwatch report (B)(4) forwarded by the FDA. Listed below is the incident description as provided in the medwatch report: "patient was brought in for scheduled endoscopic endonasal tumor resection. Surgeon was working in patient's nose using a needle point bovie tip which is in the head and neck tnta pack. Surgeon used cautery on patient when tip of bovie melted off into the patient. Surgeon obtained the portion in the patient. A small 2mm burn was noted on patient's sella bone. Discontinued bovie machine and used a new bovie machine and needle point bovie tip." Despite good faith efforts to obtain additional patient/event information surrounding this reported incident, to date there has been no further information received regarding the degree of the burn, method of treatment or patient's latest condition or any indication that a long term or short term adverse effect has occurred.